Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided photograph identified that the needle tip has fractured off. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during the deploy of the first anchor, the device blocked and the anchor wasn't deployed. When the doctor tried to remove the device from the joint to check the device, the sheath of the needle fractured. No fractured pieces were retained by the patient. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: romania. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.